Event description:
Facility alleges that dialyzer leaked 20 min. Into treatment. Treatment was stopped and a new dialyzer was set up. Treatment was resumed w/o further incident. Ebl < 100cc. No pt injury reported.